Event description:
It was reported that the power suppliers have various problems, mainly not charging due to internal breaks inside likely in the cable, some has problems charging for short time then shuts down. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual testing by plugging adapter into outlet was performed. Functional testing was not performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as wear and tear on power cord. A replacement was processed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.